Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device was able to power on using customer supplied batteries. When powered on with known good batteries one segment on the bottom row in the first, second and third digits of the seven segment display failed to illuminate. The device was able to obtain readings and alarmed audibly under alarm conditions. Internal inspection showed that the non illuminating diode segments were open, the d5 component was defective. The defective diode segments on the system board cause the led segments to remain unlit. A service history record review reveals that this unit was in the field for over one (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported missing segments. No patient impact or consequences were reported.